Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the glue around the objective lens was peeling. The cause of the objective lens glue peeling was attributed to stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, deflectable videoscope¿s objective lens adhesive was peeled. There were no reports of patient involvement.